Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, contrast was injected and a small pericardial effusion was seen. Immediately, the sheath was moved and the effusion completely resolved. Contrast was then shot multiple times and nothing was seen leading into the pericardium. No effusion was seen post-procedure or the next day. No other complications were reported. No further information is known at this time.